Event description:
It was reported that the patient had a fall a month ago that caused to break his knee cap. The patient didn't have his stimulation on at the time and now since fall has pain 3 times worse and now was feeling stimulation really only on his right side and left side the stim was more erratic. The patient walking was more difficult now. The patient symptom was acute pain. The patient had pain around implantable neurostimulator (ins) site clear up to rib cage. In the last year, the patient had lost weight and now the battery pack was 'floating around his body.' These events occurred following a fall. The patient used to weigh (B)(6). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the previous implantable neurostimulator (ins) was replaced. It was noted the original ins was replaced because it did not stay in one place due to weight loss. The problem started 7 years ago. The health care provider decided to replace the ins rather than surgically correct the issue. The ins was reportedly replaced and the problem resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).